Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the potential reported lot number 1601003. Although one qn of incomplete safety shield was detected, the defective pieces were scrapped. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Per report, "based on available information, review of DHR and after discussing the reported issue with our manufacturing technicians, our opinion is that this issue is related to own homogeneity variability of plastic used as a raw material for safety shield manufacturing process." The assembly process has a system that inspects 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. Based on the preventive measures and stringent sampling inspection, bd is certain that the probability of occurrence of this non-conformance is low. See manufacturer narrative.

Manufacturer narrative:
Medical device lot #: the lot number for this incident is unknown. A potential reported lot number for this incident is as follows: lot 1601003 - medical device expiration date: 12/31/2020, device manufacture date: january 2016. Initial reporter phone # : (B)(6). Device evaluation: a supplemental report will be submitted upon completion of the device evaluation.

Event description:
It was reported that following use of the suspect device, the nursing student attempted to secure the needle with the protective shield when the shield "went skew" and failed to cover the needle. The nursing student sustained a needle stick injury from the unprotected needle. She went immediate to the emergency department but it is unknown if any interventions were provided.